Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing extreme pain from his knee to his feet, swelling in his knee, and the knee gives out. He believed that 8" rod implanted in his knee is the problem. It is also reported that the pt underwent an add'l procedure on (B)(6) 2014. However, the nature of the procedure is unk. The pt stated that he is being scheduled for a revision surgery.